Manufacturer narrative:
On 26 january 2016 it was prepared a final report with the information already submitted in the initial report. On the same date, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(4) 2015 it was communicated that the revision surgery was performed successfully on schedule but complaint implants are not retrieved due to the hospital policy. The surgeon confirmed that the screws at l3 and l5 were a little loosed. He replaced pedicle screws 6x40 with 7x45 at l3, and replaced pedicle screw 6x40 at left side of l5 with 7x45. Moreover he added one more cross connector. On 02 november 2015 the (B)(4) made the following comments, based on the x-rays received: it looks like he had a pretty large gap between the implant and the endplate direct after surgery. Means that maybe a little bit more compression or a higher cage could have helped in this particular case. However, it's difficult to judge on these pictures because of the low quality. On 27 november 2015 he added a comment after having received additional information about the revision surgery: as I wrote previously. There is a gap between the cage and the endplate. Most likely the surgeon didn't apply enough compression which result in the migration of the implant. In addition to that he reported that he had observed screw loosening during the revision surgery. This is another indication that the construct was not stable and therefore it was possible that the cage could migrate. On 27 november the (B)(4) made the following comment: peek cages are used as stabilizing spacers since many years. The ability of cages to remain in situ depends mostly on the preparation of the hosting bones. From the enclosed radiographs, where soft tissues such as intervertebral disc are not shown, we cannot determine a certain root cause for expulsion of the cage. From the elements available to date, there are no indications that a device action is required. Batch review performed on 27 november 2015: mectalif posterior peek 11x22x10 l5° code 03.21.034, lot. 147502: (B)(4) items manufactured and released on 15 december 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. Mectalif posterior peek 11x22x11 l5° code 03.21.008, lot. 147500 (k131671): (B)(4) items manufactured and released on 11 december 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. M.u.s.t. Pedicle screw 6 x 40 code 03.50.017, lot. 125150 (k121115): (B)(4) items manufactured and released on 05 december 2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. M.u.s.t. Pedicle screw 6 x 40 code 03.50.017 lot. 143167 (k121115): (B)(4) items manufactured and released on 19 may 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue.

Event description:
The 1st surgery was conducted on (B)(6) 2015. Two weeks later, the surgeon recognized that the back out (migration) of spinal cages were occurred on the x-ray. The patient complained the lumbar pain on (B)(6) 2015, then the surgeon recognized that the back out (migration) of spinal cages were markedly occurred on the x-ray and MRI. The revision surgery will be on (B)(6) 2015.